Event description:
Case description: this case was reported by a consumer via call center representativ eand described the occurrence of mouth injury in a 64-year-old patient who received double salt dental adhesive cream (corega max fixation+ comfort) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started corega max fixation + comfort. On an unknown date, an unknown time after starting corega max fixation + comfort, the patient experienced mouth injury (serious criteria other: serious as per reporter) and product complaint. On an unknown date, the outcome of the mouth injury and product complaint were unknown. The reporter considered the mouth injury to be related to corega max fixation + comfort. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (email) on 11may2023. The consumer reported that, "I'm afraid I am having to write a very unpleasant message to you. I buy the denture adhesive from your company; to be honest I am very disappointed, the adhesive tube reads 12 hour holding power. When I fit my denture I have to remove it after an hour as it does not hold. Not to mention eating while wearing the denture. You could easily choke. I am paying lots of money because a small tube costs more than pln 19.00, so it's quite a lot. When buying adhesive several years ago I could not complain. It might have not held for 12 hours but at least it lasted half a day, and now? Nothing!!! I hope that you consider my complaint. Firstly, the denture comes off after an hour, and secondly, dentures that do not hold on the adhesive cause serious wounds in the mouth. Please take a position with regard to the above matter. I will be grateful. Kind regards, your customer". Follow up 1 information was received on 12 may2023 from quality assurance(qa) department regarding complaint (04844941) for lot number (unknown). Investigational evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. The investigational reports concluded that, complaint stands unsubstantiated. The pqc number was reported as pqc195977. Follow-up 2 information was received on 11may2023. Patient age was reported as 64 year old. It was reported as, "I am very pleased to hear from you too quickly. However, I would like to inform you that I will not submit a complaint because I purchase adhesive from various stores, e.g. A pharmacy or . I don't even have a cardboard box. But this is not the first time it happens. And I have to stick my breast form, so I have to buy. I just wanted to let you know so that I could look out for a product that doesn't meet expectations. I only have a picture which I attach and which shows the product name. This is a 40 grams pack. Last purchased in on 6 may 2023 for the amount of pln 19.99. In the promotion, while in the pharmacy it is over pln 25.00, so it is not a small cost. I'm 64 years old. I have been using denture adhesive for over 3 years. Kind regards and I look forward to a reliable product improvement" follow-up information was received on 11may2023. Suspect drug was updated to corega max fixation + comfort from corega unknown. Initial and follow-up 1,2 and 3 were processed together. Follow up information was received on 16jun2023 from quality assurance (qa) department regarding product quality complaint with case number 04844941 for lot number 9v3f.batch lot was added as 9v3f. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Lot details were provided and the case was reopened. Testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. There is no quality, safety or efficacy risk with this product. Based on the above I now wish to consider this complaint closed. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as pqc195977.

Manufacturer narrative:
Argus case ID: (B)(4).

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Serious wounds in the mouth [mouth injury]. Case description: this case was reported by a consumer via call center representative and described the occurrence of mouth injury in a 64-year-old patient who received double salt dental adhesive cream (corega max fixation + comfort) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started corega max fixation + comfort. On an unknown date, an unknown time after starting corega max fixation + comfort, the patient experienced mouth injury (serious criteria other: serious as per reporter) and product complaint. On an unknown date, the outcome of the mouth injury and product complaint were unknown. The reporter considered the mouth injury to be related to corega max fixation + comfort. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (email) on 11may2023. The consumer reported that, "I'm afraid I am having to write a very unpleasant message to you. I buy the denture adhesive from your company; to be honest I am very disappointed, the adhesive tube reads 12 hour holding power. When I fit my denture I have to remove it after an hour as it does not hold. Not to mention eating while wearing the denture. You could easily choke. I am paying lots of money because a small tube costs more than pln 19.00, so it's quite a lot. When buying adhesive several years ago I could not complain. It might have not held for 12 hours but at least it lasted half a day, and now? Nothing!!! I hope that you consider my complaint. Firstly, the denture comes off after an hour, and secondly, dentures that do not hold on the adhesive cause serious wounds in the mouth. Please take a position with regard to the above matter. I will be grateful. Kind regards, your customer". Follow up 1 information was received on 12 may2023 from quality assurance(qa) department regarding complaint (04844941) for lot number (unknown). Investigational evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. The investigational reports concluded that, complaint stands unsubstantiated. The pqc number was reported as pqc195977. Follow-up 2 information was received on 11may2023. Patient age was reported as 64 year old. It was reported as, "I am very pleased to hear from you too quickly. However, I would like to inform you that I will not submit a complaint because I purchase adhesive from various stores, e.g. A pharmacy or . I don't even have a cardboard box. But this is not the first time it happens. And I have to stick my breast form, so I have to buy. I just wanted to let you know so that I could look out for a product that doesn't meet expectations. I only have a picture which I attach and which shows the product name. This is a 40 grams pack. Last purchased in on 6 may 2023 for the amount of pln 19.99. In the promotion, while in the pharmacy it is over pln 25.00, so it is not a small cost. I'm 64 years old. I have been using denture adhesive for over 3 years. Kind regards and I look forward to a reliable product improvement." Follow-up information was received on 11may2023. Suspect drug was updated to corega max fixation + comfort from corega unknown. Initial and follow-up 1,2 and 3 were processed together.